Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between 01dec2022 and 05dec2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not have flow during patient infusion. The chemotherapy drugs in the device stopped flowing after infusing half the amount. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.